Manufacturer narrative:
Quality safety evaluation received on 01-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this not medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding. These events are listed in the reference safety information for essure. Changes in menstrual pattern and genital bleeding, including unscheduled and heavy bleeding may occur within consumers under essure use. Abdominal pain is also a common occurrence under consumers. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, these both events were assessed as related to essure use. This case was regarded as incident since an intervention was required (surgical removal of essure). Other nonserious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Plaintiff had hysterosalpingogram performed, after which she was informed that her essure procedure was successful. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. She also suffered prolonged menstrual periods and blood clotting. Additionally, after being implanted with essure, she began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Since undergoing the essure procedure she has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff underwent laparoscopic surgical removal of her essure and tubes on (B)(6) 2016. Company causality comment: this not medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding. These events are listed in the reference safety information for essure. Changes in menstrual pattern and genital bleeding, including unscheduled and heavy bleeding may occur within consumers under essure use. Abdominal pain is also a common occurrence under consumers. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, these both events were assessed as related to essure use. This case was regarded as incident since an intervention was required (surgical removal of essure). Other nonserious events were reported. Product technical analysis is being sought. No active follow-up is allowed and further information is expected through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('severe abdominal pain/occasionally severe') and device breakage ('small portions of the coils were left in my uterus') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6)2004 , (B)(6)2010 and (B)(6)2013) and miscarriage. Previously administered products included for an unreported indication: krill oil and prenatal vitamins. Concurrent conditions included overweight, alcohol use, atypical squamous cells of undetermined significance and varicella. Family history included diabetes (maternal aunt and uncle). Concomitant products included medroxyprogesterone acetate (depo provera) from 2013 to 2014. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced headache ("rare mild headaches"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 11 months 22 days after insertion of essure. In (B)(6)2013, the patient experienced back pain ("severe back pain/constant moderate back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), migraine ("severe migraines with no prior history/migraine/headache"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6)2014, the patient experienced cystitis ("bladder infection/infection (bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea") and arthralgia ("constant moderate knee pain"). In 2014, the patient experienced vision blurred ("blurred vision"). On (B)(6)2014, the patient experienced menorrhagia ("prolonged menstrual periods with blood clotting/abnormal bleeding (vaginal,menorrhagia)/sporadic periods"). In (B)(6)2014, the patient was found to have weight increased ("weight gain/weight gain/loss: gain"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced oligomenorrhoea ("sporadic periods"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), genital haemorrhage ("heavy bleeding"), depression ("depression"), weight fluctuation ("weight fluctuations"), female sexual dysfunction ("apareunia"), acne ("acne"), complication of device removal ("small portions of the coils were left in my uterus/1-2 coils of the device still left in the uterus") and procedural haemorrhage ("concern of bleeding too much"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (essure removal with bilateral salpingectomy ¿ laparoscopy was done. And laparoscopic removal of fallopian tubes and essure coils on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, depression, fatigue, weight fluctuation, migraine, vaginal haemorrhage, female sexual dysfunction, acne, vaginal discharge, vision blurred, weight increased, alopecia, oligomenorrhoea and procedural haemorrhage outcome was unknown, the abdominal pain, back pain, dyspareunia and nausea had resolved and the cystitis, urinary tract infection, vaginal infection, headache and arthralgia was resolving. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, procedural haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion; in (B)(6)2014: results: total bilateral occlusion and coils were in place.. Imaging procedure - on an unknown date: *on (B)(6)2015, left knee series, right knee series, thoracic spine series revealed no acute left knee fracture or dislocation. No acute right knee fracture on dislocation. No acute thoracic spina fracture or subluxation. On (B)(6)2016, right and left fallopian tube revealed received in formalin labeled -, right and left fallopian lubes. See attached letter from mccune/wright attorneys at law regarding the specimen.· are two segments of fallopian tubes . One of the segments was received in two pieces with one being the fabricated and. The segment received in two pieces. Measures.. 2 cm in total length and up to 1 cm; in diameter'. The ruler surface is purple-gr8)' and smooth. 10 shaggy. No perforation silk or exposed hardware were grossly identified. The iongar segment or lube measured 5 8 cm in length and up to 0.8 cm in diameter. Ona and was fimbriated. The outer surface was dark and purple and hemorrhagic. Centrally located is a 2 x 0.6 cm elongated paratubal cyst. No perforation show. Exposed hardware was grossly identified.. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received. New event 'procedure bleeding' was added. Outcome of the event nausea, all infections, headache and knee pain were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('severe abdominal pain/occasionally severe severe') and device breakage ('small portions of the coils were left in my uterus') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 2004 , (B)(6) 2010 and (B)(6) 2013) and miscarriage. Previously administered products included for an unreported indication: krill oil and prenatal vitamins. Concurrent conditions included overweight, alcohol use, atypical squamous cells of undetermined significance and varicella. Family history included diabetes (maternal aunt and uncle). Concomitant products included medroxyprogesterone acetate (depo provera) from 2013 to 2014. In 2013, the patient experienced headache ("rare mild headaches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menstrual periods with blood clotting/abnormal bleeding (vaginal,menorrhagia)/sporadic periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 11 months 22 days after insertion of essure. In (B)(6) 2013, the patient experienced back pain ("severe back pain/constant moderate back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), migraine ("severe migraines with no prior history/migraine/headache"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection/infection (bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection / infection (bladder/ urinary tract/vaginal) type: vaginal"), nausea ("nausea") and arthralgia ("constant moderate knee pain"). In 2014, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/weight gain/loss: gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced oligomenorrhoea ("sporadic periods"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), genital haemorrhage ("heavy bleeding"), depression ("depression"), weight fluctuation ("weight fluctuations"), female sexual dysfunction ("apareunia"), acne ("acne"), complication of device removal ("small portions of the coils were left in my uterus/1-2 coils of the device still left in the uterus") and procedural haemorrhage ("concern of bleeding too much"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (essure removal with bilateral salpingectomy ¿ laparoscopy was done. And laparoscopic removal of fallopian tubes and essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and nausea had resolved, the device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, depression, fatigue, weight fluctuation, migraine, vaginal haemorrhage, female sexual dysfunction, acne, vaginal discharge, vision blurred, weight increased, alopecia, oligomenorrhoea and procedural haemorrhage outcome was unknown and the cystitis, urinary tract infection, vaginal infection, headache and arthralgia was resolving. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, procedural haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 151lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; in (B)(6) 2014: results: total bilateral occlusion and coils were in place.. Imaging procedure - on an unknown date: *on (B)(6) 2015, left knee series, right knee series, thoracic spine series revealed no acute left knee fracture or dislocation. No acute right knee fracture on dislocation. No acute thoracic spina fracture or subluxation. On (B)(6) 2016, right and left fallopian tube revealed received in formalin labeled -, right and left fallopian lubes. See attached letter from mccune/wright attorneys at law regarding the specimen. Are two segments of fallopian tubes . One of the segments was received in two pieces with one being the fabricated and. The segment received in two pieces. Measures.. 2 cm in total length and up to 1 cm; in diameter'. The ruler surface is purple-gr8)' and smooth. 10 shaggy. No perforation silk or exposed hardware were grossly identified. The iongar segment or lube measured 5 8 cm in length and up to 0.8 cm in diameter. Ona and was fimbriated. The outer surface was dark and purple and hemorrhagic. Centrally located is a 2 x 0.6 cm elongated paratubal cyst. No perforation show. Exposed hardware was grossly identified.. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-apr-2020: plaintiff fact sheet received. Outcome of event pelvic pain were updated. Onset date of event menorrhagia were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('severe abdominal pain/occasionally severe') and device breakage ('small portions of the coils were left in my uterus') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 2004 , (B)(6) 2010 and (B)(6) 2013) and miscarriage. Previously administered products included for an unreported indication: krill oil and prenatal vitamins. Concurrent conditions included overweight, alcohol use, atypical squamous cells of undetermined significance and varicella. Family history included diabetes (maternal aunt and uncle). Concomitant products included medroxyprogesterone acetate (depo provera) from 2013 to 2014. In 2013, the patient experienced headache ("rare mild headaches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menstrual periods with blood clotting/abnormal bleeding (vaginal,menorrhagia)/sporadic periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 11 months 22 days after insertion of essure. In (B)(6) 2013, the patient experienced back pain ("severe back pain/constant moderate back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), migraine ("severe migraines with no prior history/migraine/headache"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection/infection (bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection / infection (bladder/ urinary tract/vaginal) type: vaginal"), nausea ("nausea") and arthralgia ("constant moderate knee pain"). In 2014, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/weight gain/loss: gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced oligomenorrhoea ("sporadic periods"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), genital haemorrhage ("heavy bleeding"), depression ("depression"), weight fluctuation ("weight fluctuations"), female sexual dysfunction ("apareunia"), acne ("acne"), complication of device removal ("small portions of the coils were left in my uterus/1-2 coils of the device still left in the uterus") and procedural haemorrhage ("concern of bleeding too much"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (essure removal with bilateral salpingectomy ¿ laparoscopy was done. And laparoscopic removal of fallopian tubes and essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and nausea had resolved, the device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, depression, fatigue, weight fluctuation, migraine, vaginal haemorrhage, female sexual dysfunction, acne, vaginal discharge, vision blurred, weight increased, alopecia, oligomenorrhoea and procedural haemorrhage outcome was unknown and the cystitis, urinary tract infection, vaginal infection, headache and arthralgia was resolving. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, procedural haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 151lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; in (B)(6) 2014: results: total bilateral occlusion and coils were in place. Imaging procedure - on an unknown date: *on (B)(6) 2015, left knee series, right knee series, thoracic spine series revealed no acute left knee fracture or dislocation. No acute right knee fracture on dislocation. No acute thoracic spina fracture or subluxation. On (B)(6) 2016, right and left fallopian tube revealed received in formalin labeled -, right and left fallopian lubes. See attached letter from mccune/wright attorneys at law regarding the specimen.· are two segments of fallopian tubes. One of the segments was received in two pieces with one being the fabricated and. The segment received in two pieces. Measures.. 2 cm in total length and up to 1 cm; in diameter'. The ruler surface is purple-gr8)' and smooth. 10 shaggy. No perforation silk or exposed hardware were grossly identified. The iongar segment or lube measured 5 8 cm in length and up to 0.8 cm in diameter. Ona and was fimbriated. The outer surface was dark and purple and hemorrhagic. Centrally located is a 2 x 0.6 cm elongated paratubal cyst. No perforation show. Exposed hardware was grossly identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/occasionally severe severe"), pelvic pain ("pain"), device breakage ("small portions of the coils were left in my uterus") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2004 , (B)(6) 2010 and (B)(6) 2013) and miscarriage. Previously administered products included for an unreported indication: krill oil and prenatal vitamins. Concurrent conditions included overweight, alcohol use, atypical squamous cells of undetermined significance and varicella. Family history included diabetes (maternal aunt and uncle). Concomitant products included medroxyprogesterone (depo provera) from 2013 to 2014. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), headache ("rare mild headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced nausea ("nausea"), vision blurred ("blurred vision"), weight increased ("weight gain") and arthralgia ("constant moderate knee pain"). On (B)(6) 2014, 11 months 21 days after insertion of essure, the patient experienced menorrhagia ("prolonged menstrual periods with blood clotting/abnormal bleeding (vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced oligomenorrhoea ("sporadic periods"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/constant moderate back pain"), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines with no prior history"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), acne ("acne"), alopecia ("hair loss") and device expulsion ("small portions of the coils were left in my uterus/1-2 coils of the device still left in the uterus"). The patient was treated with vicodin (norco), surgery (laparoscopic removal of fallopian tubes and essure coils on (B)(6) 2016), surgery (essure removal with bilateral salpingectomy ¿ laparoscopy was done.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and back pain had resolved and the pelvic pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, depression, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, acne, headache, nausea, vaginal discharge, vision blurred, weight increased, alopecia, arthralgia and oligomenorrhoea outcome was unknown. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion and coils were in place. On (B)(6) 2015, left knee series, right knee series, thoracic spine series revealed no acute left knee fracture or dislocation. No acute right knee fracture on dislocation. No acute thoracic spina fracture or subluxation. On (B)(6) 2016, right and left fallopian tube revealed received in formalin labeled -, right and left fallopian lubes. (B)(6).· are two segments of fallopian tubes . One of the segments was received in two pieces with one being the fabricated and. The segment received in two pieces. Measures.. 2 cm in total length and up to 1 cm; in diameter'. The ruler surface is purple-gr8)' and smooth. 10 shaggy. No perforation silk or exposed hardware were grossly identified. The iongar segment or lube measured 5 8 cm in length and up to 0.8 cm in diameter. Ona and was fimbriated. The outer surface was dark and purple and hemorrhagic. Centrally located is a 2 x 0.6 cm elongated paratubal cyst. No perforation show. Exposed hardware was grossly identified. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2018: new events added- abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary tract infection, vaginal infection, apareunia, acne, rare mild headaches, nausea, vaginal discharge, pain, blurred vision, weight gain, hair loss, constant moderate knee pain, sporadic periods, small portions of the coils were left in my uterus and small portions of the coils were left in my uterus/1-2 coils of the device still left in the uterus . Historical conditions, historical drugs, concomitant conditions, concomitant drugs and lab data added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs